Event description:
Medtronic received info that this bioprosthetic aortic valve demonstrated central regurgitation on echo and catheterization. A perforated left coronary leaflet was suspected. The valve was explanted with no reported pt complication.

Manufacturer narrative:
Analysis: received in an explant kit, 0.2% gluteraldehyde. The sewing ring, adjacent to the left and non-coronary cusps, appears to have been cut and removed during retrieval. The leaflets are stiff but flexible. Tears and abrasions, of unknown origin, are present in the belly of the left cusp adjacent to the non-coronary left inferior coaptive area. Off white pannus remains attached along the left and right cusps inflow margins of attachment extending approx 2 to 3 mm onto each cusp. Pannus remains attached to the outflow rail and margin of attachment of the non-coronary cusp extending to the right non-coronary and non-coronary left commissures. Pannus appears to have been removed on the outflow rail of the left cusp. An unknown amount of pannus appears to have been removed during retrieval. Radiography shows no evidence of mineralization. Review of the device history record shows that this device met manufacturing specifications when released for distribution. Conclusion : reduced performance of the device occurred and was likely related to the event. Tears and abrasions are present in the belly of the left cusp, but analysis could not determine the source for the damage. Pannus on the commissure of the right non-coronary and left non-coronary commissure may also have contributed. Device replaced without reported patient complication.